Event description:
Bs a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a second visit the lens was removed. In the third visit a replacement lens of spherical model was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Manufacturer narrative:
Corrected data: h6 data in supplemental MDR #2- corrected to "h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot". Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. - should have been included with initial medwatch report. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry, with residue/debris on product. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).